Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens has requested the message logs for investigation. The customer stated that proper technique, sample handling technique and maintenance were reviewed. Also stated was that the instrument is operational and they are repeating all critical values. The cause of this event is unknown.

Event description:
The customer reported false positive troponin results on the stratus cs for one patient. There is no report of injury due to this event.

Manufacturer narrative:
Contact office - name/address/phone: changed contact information. Siemens service was unable to obtain message logs, however customer has indicated that they are operational. No further investigation is possible. Root cause cannot be determined.